Manufacturer narrative:
Additional information added to b5. F10 and h6 updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) discussed that this pacemaker was in the high internal battery impedance in a subset of accolade pacemakers and crt-ps advisory population. It was also noted the patient mentioned feeling tired. Ts discussed that this could be due to safety mode settings. Ts recommended replacing this pacemaker. At this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient noted feeling weak and tired. The field representative believed a device replacement was scheduled but did not have direct knowledge on when it would occur.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) discussed that this pacemaker was in the high internal battery impedance in a subset of accolade pacemakers and crt-ps advisory population. It was also noted the patient mentioned feeling tired. Ts discussed that this could be due to safety mode settings. Ts recommended replacing this pacemaker. At this time, this pacemaker remains in service. No adverse patient effects were reported.